Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did meet specifications and the product was not influenced by the reported failure. The device was in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was alerting 03 (water reservoir low) and air leak. Need assistance troubleshooting. Water flow rate (wfr) was 2 l/m 4 pads connected. Patient has been on therapy for about 6 hours. Walked through stop therapy, drain pads and device alerted 07 (empty pads not complete). Had restart empty pads. Device alerted water reservoir low. Diagnostics show water reservoir level (wrl) was 0. Walked through disconnecting pads, filling device with sterile water. Advised once device was full it would stop taking up water. Advised on proper connection technique holding nowhere near clear connectors, verify audible clicks and make sure all lines straight with no bends or kinks. 2nd call same day, device alerting 113 reduced water temp control . Patient temperature (pt) was 35.9c, targeted temperature (tt) was 37c, water temperature (wt) was 27.9c, water flow rate (wfr) was3.2 l/m. 4 pads connected with no bends or kinks. Verified good airflow to the back of the device. System diagnostics were outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 27.9c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 0, water reservoir level (wrl) was 5, system hours was 7261.7 pump hours was 7003.1. Walked through stop therapy and drained 16 ounces of water from the device. Called back 20 minutes later and water temperature (wt) was 28.4c. Advised heater had likely gone out on the device and they need to swap out for another device. Nurse stated that they had another one in the ed and would try to grab. Send to biomed labeled 113 (reduced water temperature control) for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alerting 03 (water reservoir low) and air leak . Need assistance troubleshooting. Water flow rate (wfr) was 2 l/m 4 pads connected. Patient has been on therapy for about 6 hours. Walked through stop therapy, drain pads and device alerted 07 (empty pads not complete). Had restart empty pads. Device alerted water reservoir low. Diagnostics show water reservoir level (wrl) was 0. Walked through disconnecting pads, filling device with sterile water. Advised once device was full it would stop taking up water. Advised on proper connection technique holding nowhere near clear connectors, verify audible clicks and make sure all lines straight with no bends or kinks. 2nd call same day, device alerting 113 reduced water temp control. Patient temperature (pt) was 35.9c, targeted temperature (tt) was 37c, water temperature (wt) was 27.9c, water flow rate (wfr) was3.2 l/m. 4 pads connected with no bends or kinks. Verified good airflow to the back of the device. System diagnostics were outlet monitor temperature (t1) was 28c, outlet control temperature (t2) was 27.9c, inlet temperature (t3) was 28c, chiller temperature (t4) was 4c, water flow rate (wfr) was 3.2 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 77 percentage, mixing pump command (mpc) was 0, water reservoir level (wrl) was 5, system hours was 7261.7 pump hours was 7003.1. Walked through stop therapy and drained 16 ounces of water from the device. Called back 20 minutes later and water temperature (wt) was 28.4c. Advised heater had likely gone out on the device and they need to swap out for another device. Nurse stated that they had another one in the ed and would try to grab. Send to biomed labeled 113 (reduced water temperature control) for repair.